Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: the black box showed no evidence of short battery life. Multiple "cs128-0088" post delivery motor 5v error alarms were observed. The battery compartment and cap were undamaged and able to fit. The pump alarmed with ¿cs078¿ alarm upon the first rewind attempt. Investigation was unable to take currents draws reading and to adequately investigate reported ¿short battery life¿ complaint. The pump¿s cover was removed; moisture corrosion was found to the motor circuit and to the continuous glucose monitor module.